Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had shut off unexpectedly with no alarms present four times. Trouble shooting aid was given to no avail. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (initial reporter, event site name, event site address, event site postal code), e3, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse , found the unit would not power-up. Testing reveals bad power supply. Fse replaced power supply (d014-00-0033-05). Performed checkout as per service manual.

Event description:
N/a.